Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the events (foreign material in the air/water (a/w) cylinder, a/w channel, and forceps elevator) is likely due to leakage from forceps elevator. Additionally, the likely cause of the foreign material (stain inside light guide (lg) lens) is due to humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The reported events (foreign material in the air/water (a/w) cylinder, a/w channel, and forceps elevator) can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The reported event (stain inside lg lens) can be detected in accordance with the following IFU. Tjf-q190v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The evaluation found a leak at the forceps elevator, there were signs of corrosion on the plug unit, the switch flexible printed circuit, the scope connector circuit board, the scope connector cover, the cable unit, and the outer shield, the switch box was scratched, the suction cylinder had no color indicator, the distal end was shaved, the adhesive around the objective lens was discolored, and the light guide lens was stained. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign material was in the air/water tube, the air/water cylinder, and on the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.